Manufacturer narrative:
Items returned for investigation: stent, pusher, microcatheter. Items not returned for investigation: introducer. The stent was returned fully deployed. The pusher was returned inside the microcatheter with the distal end emerging from the microcatheter tip. The pusher could not be removed from the microcatheter for further investigation due to dried blood. The stent was loaded onto a new pusher with a new introducer and advanced into a new microcatheter for investigation. The stent was able to deploy without resistance during the investigation. The returned microcatheter was unusable for functional testing; however, the returned stent was able to advance through and deploy from a new microcatheter without resistance during the investigation. The returned pusher appeared to be stuck in the returned microcatheter due to residual blood, therefore the investigation could not evaluate the device in the condition it would have been in during the reported event.

Event description:
No additional information was received. Please see h6 and h10.

Event description:
It was reported: the stent was being pushed and pulled at a bend of the artery. The stent became unable to be retracted into a microcatheter halfway through. A small-bore dac catheter was advanced to the distal of the stent to remove the stent and microcatheter. Resistance was felt when the stent was retracted into the microcatheter outside the patient¿s body. Both the stent and microcatheter were not used and replaced. The replacement stent and microcatheter were used without problems and procedure was successfully completed with no patient health damage.

Manufacturer narrative:
H10: the device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged resheathing issue as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with both the lvis and headway catheter part/lot number combinations did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.